Event description:
It was reported to resmed that the house of a patient who used an airsense 10 device caught fire. The fire brigade reportedly informed the patient that the source of the fire could have started from the device in the bedroom. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
An investigation will be performed on all available information based on reporter's obligations under applicable FDA regulations. Investigation methods, results and conclusions are not finalized at this stage partly because the device in question has not been returned for inspection and the fire scene investigation is currently on-going. If more information becomes available, a supplemental report will be submitted. Resmed reference #: (B)(4).